Manufacturer narrative:
Citation: huang kc et al. Quantification of stent creep by three-dimensional transesophageal echocardiography in patients undergoing transcatheter aortic valve-in-valve implantation for failed bioprostheses. Acta cardiol sin. 2019 jul; 35(4): 380¿386. Doi: 10.6515 /acs.201907_35(4).20181126a. Earliest date of publish used for event date (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a quantitative three-dimensional transesophageal echocardiography geometric analysis of degenerated bioprostheses to determine the incidence of stent creep in patients who required valve-in-valve implantation. All data were retrospectively collected from a single center. The study population included 22 patients and was predominantly male with a mean age of 74 years. Of those, 5 were previously implanted with medtronic hancock ii bioprosthetic valves in the aortic position and 11 underwent transcatheter aortic valve-in-valve implantation with medtronic corevalve transcatheter bioprosthetic valves. No serial numbers were provided. Among all hancock ii patients, adverse events included: transcatheter aortic valve-in-valve implantation due to stenosis, regurgitation, or a combination of both; cusp prolapse and/or thickening; decreased left ventricular ejection fraction; increased transaortic pressure gradients; and stent creep/inward bending of a valve stent post. Based on the available information, medtronic product was associated with the adverse events. Among all corevalve patients, adverse events included: second valve implanted for an unknown reason. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.